Event description:
Customer reported a malfunction on pump, identified as malf 0, with a displayed code of 0-0x2215. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.